Manufacturer narrative:
Analysis of the leads found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 16-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient experienced a loss of pain relief. Reprogramming had been attempted without resolve, and impedances were within the normal range. It was determined that the leads had moved. The cause of the leads moving could not be determined. The patient ended up turning their ins off for 6 weeks. On (B)(6) 2018, the percutaneous leads were replaced with a surgical paddle lead. The explanted leads will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial#: unknown, product type: accessory, product ID: 97791, serial#: unknown, product type: accessory, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices explanted on (B)(6) 2018 were returned and received into the analysis department on (B)(6) 2018. No further complications were reported or anticipated.